Event description:
It was reported by customer that when flushing from the upstream port, the cstd on the y-site popped and was pulsating on a subsequent patient. The port needle had blood return as normal. It was as if there was an obstruction in the port needle that cause too much pressure for the cstd. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been received by the manufacturer for evaluation.